Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and stated that they tried to prime the patient line 5-6 times before and continuing into treatment without the patient line being primed. Patient line did not prime all the way to the end. The heating bag was empty and the unused lines were clamped. While canceling treatment, the patient discovered that one of their supply bags became disconnected. There was no fluid leak found. It was reported that the patient will not re-setup the cycler tonight and will revert to alternate treatment. The fresenius technical support representative advised to follow up with peritoneal dialysis nurse (pdrn) regarding ending treatment early and using manuals. Upon follow-up, the patient confirmed that the disconnection occurred during drain 3 of 4 of treatment. No patient adverse effects were experienced and no medical intervention was required. The patient did not complete treatment the day of the event but continued treatment the next day. The product sample is not available to be returned to the manufacturer for evaluation because it was discarded.